Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to press and had to press more than once to get insulin pump to respond. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had unexplained no delivery alarm and diminished battery life. The customer also stated that insulin pump had rejected new battery and also stated that there was couple of crack in the insulin pump and insulin pump did not always alarm or buzz when out of insulin. The insulin pump will not be returned for analysis.